Event description:
According to the reporter: purpose of clinical study: "we compared postoperative complications of laparoendoscopic single site and standard laparoscopic living donor nephrectomy using standardized complication reporting system." The endo gia stapler was used to divide the renal artery and vein. One pt underwent exploratory laparotomy on post-operative day 1 day for delayed bleeding from the renal artery endoscopic staple line.

Manufacturer narrative:
(B)(4).